Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for cidex opa for the problem code of "hrp-respiratory reaction" is not considered a significant trend. Batch record review of cidex opa was not possible since the lot number was unknown. (B)(4). There was no product returned and the lot number was not available for retain evaluation. As indicated in the IFU, exposure to cidex opa may elicit an allergic reaction, may be irritating to the respiratory tract and eyes, or may aggravate pre-existing asthma or bronchitis. Use cidex opa in a well-ventilated area with proper ppe. In a follow-up for additional information, it was found that the hcw went to an allergy doctor and was prescribed different medication (prescription unknown). She is no longer having sensitivity to the solution odor and she has no breathing issue when exposed to cidex opa. The doctor suspects the hcw's asthma is coming from acid reflux. The hcw states that she is well.

Event description:
A healthcare worker (hcw) reported that her pre-existing asthma gets worse when working around cidex opa. She stated she is coughing and has congestion and excess mucous. The hcw was prescribed albuterol and flovent to manage the asthma symptoms. She stated that she has taken albuterol and flovent prior to this report to manage her asthma. The hcw was treated for asthma in (B)(6) 2011. She reported having pneumonia in (B)(6) 2011. The hcw is scheduled for additional allergy testing. She continues to cough and is investigating the possibility of her symptoms being related to her cidex exposure. The hcw has worked with high level disinfectant products for (B)(6) without any problems. She stated that the area is ventilated properly and the area where they clean the probes has a hood. The employee was wearing ppe which included: gloves, gown, and eye protection.

Manufacturer narrative:
(B)(4).